Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report.the device was recertified and returned to the customer. Review of the device logs did not observe any critical failures. The logs from the event date of july 4, 2025, showed normal operation of the device aside from the spo2 accessory issues, which were verified during testing. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device experienced an unknown failure. There is no additional information regarding the failure at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.